Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an arthroscopic stabilisation, when trying to insert the anchor with the microraptor knotless, the grey cap at the end did not twist at all. It was not able to move clockwise or anti-clockwise. The anchor could not be removed from the patient. The procedure was completed without significant delay (5 -10 minutes). There was a back up device available which the physician decided not to use. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during an arthroscopic stabilisation, when trying to insert the anchor with the microraptor knotless, the grey cap at the end did not twist at all. It was not able to move clockwise or anti-clockwise. The anchor could not be removed from the patient. The procedure was completed without significant delay (5 -10 minutes). There was a back up device available which the physician decided not to use. Patient status is unknown. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72205021 microraptor regenesorb knotless suture anchor was used for treatment but not returned for evaluation. Due to product unavailability, evaluation was limited. If further information becomes available the complaint may be revisited. Based on this review it appears the knob was not turned in the correct direction; clockwise as stated per IFU. The knob is temporarily positioned stationary for transit purposes. Upon use the knob needs to be freed in a clockwise rotation. Counter clockwise turns causes damage and jamming. Complaint history review for the lot number reported, indicated no similar allegations. Lot review did not indicate any condition or product/procedure failures that support the reported allegation. Product met specifications upon release to distribution. Surveillance tracks rate of occurrence. No further investigation at this time. Based on the limited information provided the root cause for the reported issue could not be determined. It is unclear if the IFU were adhered to; however, it does state ¿upon use the knob needs to be freed in a clockwise rotation. Counter clockwise turns causes damage and jamming.¿ the retained anchor is an implantable component so biocompatibility is not an issue. No patient injuries are being reported due to the delay. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort cannot be determined.